Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels over 500mg/dl; cause was not known. The customer administered a manual injection of insulin to address bg levels as well as changing pump supplies and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.